Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: a manufacturing record evaluation was performed for product code: 179712650 on lot number: 328244; and no non-conformances / manufacturing irregularities were identified during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during an unknown surgery on an unknown date, it was observed that the expedium screw would not accept a set screw without stripping. According to the report, the surgeon removed a screw and put a new one in and upon checking they just look like a thread that was protruding out. It was further reported that the little protruding prohibited the set screw from screwing into the screw head. Another like device was used to complete the procedure with a delay of two minutes. There were no adverse patient consequences reported. No additional information was provided. This report is for one (1) si polyaxl screw 6 x 50mm device. This complaint involves one (1) device.